Event description:
The customer reported the beam size limitation on two fields was out of conformance. No report of pt and or staff injury.

Manufacturer narrative:
The reported issue was resolved over the phone by a ge healthcare service engineer. Status of the machine functionality cannot be determined. However, no reports of pt or staff injuries. This malfunction may have resulted in a possible accidental radiation occurrence.